Manufacturer narrative:
The investigations did not identify a product problem. The cause of the event could not be determined. The follow up/corrective action was that the patient sample was submitted for investigation and the customer's result was confirmed. No devices were returned. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes <noe>1</noe> malfunction event. Erroneous high results were generated by the cobas 6000 e 601 module. The event involved a total of 1 patient with erroneous results for elecsys rubella igg immunoassay. The patient's age was (B)(6). The patient's weight was requested but not provided. The patient was a female. The patient's race was requested but not provided. The patient's ethnicity was requested but not provided.